Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received five appropriate treatments. The device was started up at 10:52:03 on (B)(6) 2025. At 01:22:38 on (B)(6) 2025, an arrhythmia was detected. ECG shows idioventricular rhythm @ 40 bpm degrading to vf. At 01:23:50, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 01:24:29, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 01:25:16, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 01:25:49, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with motion artifact and electrode lead fall off. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 01:29:45, an arrhythmia was detected. ECG was obscured due to CPR/motion artifact. At 01:30:48, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm with motion artifact. Post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 01:58:39 on (B)(6) 2025.